Event description:
The customer reported via phone call that the insulin pump alarmed button error while the device was in the customer's pocket. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm followed by unresponsive buttons due to corroded keypad traces. Unable to perform displacement test due to unresponsive buttons. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.